Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing on 1 station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident. It was determined that the multiple patients were not crossing at 1 station. A technical support specialist (tss) found station was not on critical override, and there was no error messages displayed on the station at that moment. Tss advised to customer that switch the station off and leave it off for 10 mins and switch it back on to see if issue was solved. Customer had informed that the issue was resolved on their end and suspected that the issue had occurred due to the time change. The customer mentioned that there were no issues at that moment. The system functioned as intended after the technical support specialist troubleshot the device.